Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the screw and the plate. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: <warning and precaution> 1.important basic precautions (3)when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. (4) if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. <adverse events> fever, pain, local sensation, red flare, in flammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted an bone void filler (hereafter, this product) into the bone defect formed after the osteotomy. The patient left the hospital four weeks after the surgery. However, the patient visited the surgeon about three months after the surgery with a complaint of pain at the surgical site . X-ray images taken on that occasion revealed plate breakage. The surgeon removed the bone plate and bone screws four months after the surgery. Comments from the surgeon: the surgeon suppose that the pain at the surgical site the patient complained of about three months after the surgery was caused by the edge of the broken plate or namely, the edge of the broken plate had probably irritated the skin over it.